Manufacturer narrative:
The right front wheel came off of the fork.symphony is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
The right front wheel came off of the fork.symphony is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).